Event description:
It was reported that during the procedure in the heavily calcified left main artery, after pre-dilatation was performed, resistance was felt during deployment of the 2.5x23 rx xience v stent due to incomplete stent expansion. The physician completely deflated the balloon and attempted to pull on the stent delivery system; however, strong resistance was felt. Greater force was applied to the stent delivery system and separation of the proximal segment occurred. The separated segment of the stent delivery system with the stent was removed from the vessel using balloons. The procedure was completed with deployment of a 12x25 unspecified stent. There was no reported clinically significant delay in the procedure. Current patient status was requested; however, the information was not released. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - excessive force used to remove sds, against instructions for use. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The separation was able to be confirmed however the difficulties deploying the stent were unable to be replicated due to the separation. The difficulties removing the device could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted the stent / system removal precautions section (section 6.4) of the xience v everolimus eluting coronary stent system instructions for use states: should any resistance be felt at any time during either lesion access or removal of the delivery system, the entire system should be removed as a single unit. Applying excessive force to the delivery system can potentially result in loss or damage to the stent and / or delivery system components. Based on the reviewed information, no product deficiency was identified.